Manufacturer narrative:
The case was assessed as reportable to the FDA as the adverse event, necrosis requiring hyperbaric oxygen therapy, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The lot number was not provided.

Event description:
Physician reported that a (B)(6)-year-old male patient was injected with 1.5cc of radiesse to the nasolabial folds (nlf) and oral commissures (oc), on (B)(6) 2016. The patient was fine immediately post injection. Ten hours post injection, patient developed swelling in right nlf, which extended into cheek and nose. The swelling progressed with pain when patient bent over. There were pustules in the same distribution, pinkened skin, and some numbness to the upper lip. On (B)(6) 2016, patient had some white and darkened areas on upper gums around his teeth. Treatment reported as ceftin, medrol dose pack, mupricin cream to pustules, ibuprofen for pain and ice for swelling. On (B)(6) 2016, follow up information was received from the physician, who stated patient developed swelling to right upper lip about 10 hours post injection. The area was burning, stinging and painful. Patient presented to physician's office for follow up on (B)(6) 2016, with symptoms of redness, considerable swelling of the right upper lip, and bluish discoloration. The area was very tender. The symptoms did not cross the midline of the lip. Patient was diagnosed with cellulitis and started on ceftin 500mg twice daily, a medrol dose pack, and bactroban cream. On (B)(6) 2016, patient presented to physician's office for follow-up and was looking better. The swelling was improving. Pus-filled papules were present on the right upper lip, resembling cankor sores. Again, the symptoms did not cross the midline of the lip. It was unknown if patient had history of (B)(6) but the symptoms appeared to be (B)(6). Patient was prescribed valtrex 1 gram three times daily. The physician thought the symptoms may have also represented a diagnosis of vasculitis but it was difficult to say for certain. Patient was prescribed levitra 10mg daily and told to take enteric-coated aspirin 325mg once daily, use warm compresses and massage the area. Medical history reported as negative. Concomitant medications reported as none. Lot number not reported as physician was not at his office and did not have access to this information. On (B)(6) 2016, follow up information was received from the physician. Patient's diagnosis was confirmed as compression of a vessel with development of necrosis. On an unspecified date, patient started hyperbaric oxygen treatments and completed five sessions. Patient has improved and the necrosis is "almost gone." Physician reported he is still concerned about an area on the lower part of patient's face. Patient is currently out of the country and will follow up on an unspecified date when he returns. Causality reported as probably related.